Event description:
The hcp reported the pt had a concentration change at refill in 2006 from 4000mcg/ml of compounded baclofen to 500mcg/ml of lioresal. A reservoir rinse was performed between the 2 drugs and the catheter was aspriated. A bolus was programmed of 0.395 ml over 20 minutes, but they "forgot to account for old drug remaining in the pump." The pt presented to the emergency dept with overdose symptoms including respiratory arrest, was intubated, but still responsive. The pump was stopped and the catheter was aspirated. The pt was admitted to the intensive care unit and continued with respiratory depression for 12 hours. The pt then started having withdrawal symptoms including seizures, increased spasms, and a fever. Next day, the pump was restarted with a priming bolus delivered over 3 hours and then a daily dose of 100mcg. "No other device troubleshooting was done as it was felt to be purely a programming error." The pt is now on 230mcg/day, is back to baseline, and is doing fine.